Event description:
Pt, status post pdl implantation, returned for office visit and an x-ray revealed implant migration. Surgeon is scheduling hardware removal. This is the first of three reports for this event.

Manufacturer narrative:
Synthes is unable to provide the date of manufacture as no part / lot number was provided, and the device has not been returned. The investigation could not be completed, no conclusion could be drawn.